Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary was not detected on bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI), section e initial reporter first name, initial reporter last name, initial reporter phone, initial reporter e-mail, initial reporter occupation, other occupation, section g report source a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. A field service engineer was unable to repair the half height drawer 6. A metal piece from the slide rail had entered the drawer and caused a short circuit in many components. A new half-height drawer was picked up from the depot, and the engineer returned on-site to replace it. The hardware testing application test for the half height drawer was conducted. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary was not detected on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.